Manufacturer narrative:
(B)(4).

Event description:
Additional information received stated that t1 successfully deployed and was removed. A backup device was available and utilized to complete the case. There was no reported delay in the procedure.

Manufacturer narrative:
It is reported that the device has been discarded and is not available for evaluation. Without the device, evaluation is not possible. (B)(4).

Event description:
It is reported that during a surgical procedure, the t2 implant would not deploy. There is no report as to whether t1 deployed successfully or not, nor is there a report as to whether it remains unsupported in the tissue or has been removed. There is no report of patient injury or surgical delay as a result of this event. At present it is unknown whether a back-up device was available and whether the surgical procedure was successfully completed or not. It is reported that the device in question is not available to be returned for evaluation.